Event description:
The facility representative reported a colleague infusion pump where the top half of the display is not showing. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with a malfunction where the ?top half of display is not showing? Was confirmed during product evaluation. The root cause was assigned to spots on the main disply. The main display was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.